Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to feb 16, 2024. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section e1: initial reporter establishment name: unknown, information not provided. Section e1: initial reporter's address, city, state and zip code: unknown, information not provided. Section e1: initial reporter's telephone number: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the result was bad with one implanted intraocular lens (iol). The doctor indicated that the patient did not like the iol. The patient complained of dysphotopsia and was extremely uncomfortable. The doctor replaced the lens. No further information was provided.